Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received act button was pressed more than once as well as unexplained no delivery alerts. The customer¿s blood glucose was unknown. Customer stated that the rejected new batteries and buttons did not always respond when first scratches on screen do not impair view battery life diminished. Troubleshooting was declined. The insulin pump will not be returned for analysis.